Event description:
It was reported that during a filter retrieval procedure, the device allegedly broke off in the patient. There was no reported patient injury.

Manufacturer narrative:
They were able to retrieve the filter but not the catheter tip on the snare removal device that broke off. The tip was left in the patient as there was no viable way to retrieve it. I have not received an update from the customer but will check if there was any follow up.